Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 498 mg/dl. The customer's blood glucose at the time of admission to the emergency room was 236 mg/dl. The customer had also experienced low blood glucose down to 64 mg/dl. The customer declined assistance with trouble shooting and does not want a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.